Manufacturer narrative:
Awaiting return of device. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Related product model #: 42415 related product serial #: no value found related product upn #: m001491561 related product batch/lot: 0009671402 related product family: starter material number: m001491561. Returned product expected: yes. Device/procedure outcome: original device used,procedure completed patient outcome: f26: no health consequences or impact event description: per cnf, it was reported that: after completing the pfa treatment and closing the farawave, the guidewire popped out from the guidewire lumen near the spline. Since it was able to be retracted back inside, it was possible to remove it from the patient. It was visually inspected externally, but it was unclear whether the lumen had been perforated. Apologies for not being able to provide a clear description as I was not present at the case. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account infected: unknown infection name: diagnosis or treatment: resolution: completed with this device where did event occur: inside the patient outcome: no information available first time the unit was used: yes tested prior to use: yes used before expiry date: yes physician's comment: generator used ablation[?] Catheter used other used event date: 2026-2-10 as reported device codes: 1636: fracture as reported patient codes: 9398: no clinical signs, symptoms or conditions. Type of procedure: pfa country of event: japan.